Event description:
There was an allegation of a questionable high troponin t g5 stat elecsys result from cobas 6000 e 601 module serial number (B)(4). The initial result was 12.66 ng/l and was not reported outside of the laboratory as the user thought it was an unbelievable result. The repeat result was 10.85 ng/l and was believed correct.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer could not find a cause. He performed instrument checks and ran precision testing. Based on the data provided, a clear root cause could not be identified. A general instrument or reagent problem could not be identified.